Event description:
The customer reported the etco2 failed during opcheck testing. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer the device and confirmed the failure. The problem was traced to the etco2 module. The etco2 module was replaced to resolve the issue. The device passed all performance assurance tests and was placed back into use with the customer. This was a malfunction of the etco2 module.